Event description:
The mallaeble was implanted in 1999. Info rec'd in 2000: pt indicates "pt cannot ejaculate." Info rec'd on 8/28/2000: pt complained of "still not being able to ejaculate and that pt has no feeling whatsoever down there, can't feel a thing." A revision surgery has not been determined at this time.